Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported (B)(4): against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible in the guide wire lumen and on the distal shaft, consistent with the sds being advanced into the patient anatomy. The stent implant was dislodged from the sds. There were mangled struts in the first three rows of the distal end, confirming the reported stent damage. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the distal shaft 1 cm distal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and proximal and middle stent outer diameters were measured and met manufacturing criteria. The distal stent outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance and noted stent damage as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Additionally, as force was applied, this would have contributed to further damaging the stent and the stent becoming loose on the balloon. Further handling during return analysis would have contributed to the stent dislodging from the balloon. It should be noted the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A search of the lot history record indicated no nonconformances for the lot related to the complaint and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the lesion was heavily calcified and difficulty was encountered during the attempt to cross with the xience v, despite pre-dilatation with a non-abbott balloon. Force was applied and the stent became damaged and loose on the balloon. The loose stent did not dislodge and was removed from the anatomy on the stent delivery system. No adverse patient effects were reported. The xience v was replaced with another device. No additional information was provided.